Event description:
It was reported that tip detachment occurred. The patient was being treated for liver metastases and underwent bland embolization. The non-stenosed target lesion was located in the severely tortuous and non-calcified vessel. A180x35cm fathom -16 guidewire was advanced; however, during the procedure, the guidewire tip broke off. The tip was held together by an internal thread and was pulled back into the microcatheter and was successfully retrieved. The procedure was completed with another guidewire. There were no complications reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by mf.r: the device was returned for the analysis, and it is possible to see that the guidewire was bent and stretched at the distal section, polymer jacket was peeled.

Event description:
It was reported that tip detachment occurred. The patient was being treated for liver metastases and underwent bland embolization. The non-stenosed target lesion was located in the severely tortuous and non-calcified vessel. A180x35cm fathom -16 guidewire was advanced; however, during the procedure, the guidewire tip broke off. The tip was held together by an internal thread and was pulled back into the microcatheter and was successfully retrieved. The procedure was completed with another guidewire. There were no complications reported and the patient status was fine.